Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event. On an unreported date, the patient was treated for the peritonitis with injection (inj) of reflin 1 gram (frequency and route not reported) and inj of fortum 1 gram (frequency and route not reported). At the time of this report, the outcome of the peritonitis was unknown, the patient remained hospitalized, and dianeal therapies were ongoing. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). Additional information: on an unreported date, the patient was recovered from the peritonitis event (previous outcome was unknown). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter pd disposable product. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.